Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the device did not identify any damages or defects. Functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues.

Event description:
It was reported that the burr became stuck with the wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery conduit segment (rca). A 1.25mm rotapro and ng rotawire floppy 5 pack were selected for use. When rota was removed, the resistance of wire and burr was strong, and each was stuck and removed together. Both the burr and the guidewire were replaced to continue the procedure. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Event description:
It was reported that the burr became stuck with the wire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery conduit segment (rca). A 1.25mm rotapro and ng rotawire floppy 5 pack were selected for use. When rota was removed, the resistance of wire and burr was strong, and each was stuck and removed together. Both the burr and the guidewire were replaced to continue the procedure. The procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.